Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a red bleeding open wound that has now scabbed over under the electrodes and abrasions under the armpits where garment is digging into skin. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.